Event description:
After hooking up the ablation catheter and testing the ethicon gynecare thermachoice machine prior to using on the patient, the machine delivered a message, "error 5506." A new catheter was tried, from the same lot, and the same message appeared after testing. The ethicon technician was called and stated that "error 5506" message indicated that there was an internal component issue and to take the machine out of service. This was done and the procedure was aborted.======================manufacturer response for thermal balloon catheter, ghyecare thermachoice iii uterine balloon catheter (per site reporter).======================no response. Feels issue is with the machine.